Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the driver broke during the procedure.

Manufacturer narrative:
Photographs of the driver confirm that the tip had fractured off. The fractured piece cannot be seen in the photographs but follow up confirmed that there was no impact to the patient. Review of the device history records for the driver identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. It is unknown whether the instrument was used as directed per the surgical technique. The hex driver risk analysis states that deterioration in function as a result of repeated use can lead to fracture of the hex. This device has an approximate field life of 4 years 2 months and has been used in an unknown number of surgeries. The instrument/provisional use, care and sterilization instructs to inspect instruments and that damage or wear may compromise the function of the instrument. It appears that this device fractured due to wear and tear from use.